Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was making a loud high pitched noise and would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) could not be reproduced. As received, the monitor was fully functional. The cause of the intermittent inability to power up was likely an intermittent bga connection at the u104 pxa component. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective u104 component. The patient received a replacement monitor.